Event description:
It was reported that the customer visited the emergency room for unexplained high blood glucose. At the time of the report, customer's blood glucose was 560 mg/dl. During troubleshooting, it was found the customer's infusion set cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.